Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had been receiving a motor error alarm for the last few days. Customer's blood glucose was 210 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was found on up keypad trace. No button error alarm noted during our testing. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform functional testing due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.